Event description:
Mother in labor getting ready for delivery. All suctions checked before delivery all working. Head of infant delivered. Mouth and nose suctioned on perineum. Suction worked. Infant delivered and placed on warmer. Suctioned by pediatrician. Suction worked at first then stopped. Catheter attached to maternal suction. This too worked at first, then stopped. Another suction set up was used. Et tube placed-vocal cords visualized by pediatrician - suctioned sm, amt mod meconium. Pediatrician diagnosed mild/mod resp distress - baby transferred with o2 100% and face mask to special care nursery.